Event description:
It was reported that the device was used during an unk procedure. The device was opened; removed the protective sleeve and tried to insert the obturator into the sleeve and it would not fit. The obturator got stuck inside the housing. Removed from the field and another device was used to complete the case. There was no adverse consequence to the pt. Device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.